Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying filament and precharge errors. No patient injury was reported.